Event description:
Reporter indicated that a patient had an episode of bradycardia during vns systems diagnostics testing at an initial vns implant surgery. The heart rate prior to the bradycardia was in the 70's and during the bradycardia the rate was in the 30's. No interventions were performed during the surgery, and the vns was programmed on. The patient was hospitalized for continued monitoring with a 24-hour holter monitor. The hospitalization for monitoring was performed to preclude a serious injury per the reporter. The patient has no history of cardiac events. The bradycardia event has not recurred since the intraoperative event.